Manufacturer narrative:
Physio-control further evaluated the device and was unable to conclusively determine the cause of the reported issue; however, the reported issue was verified with a review of the electronic device downloads.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off and on by itself while in use with a patient. No further details about the patient or the event were provided.